Event description:
The customer reported the ventilator was alarming due to a blower temperature high occurrence. The customer reported the device was in use on a patient and there was no patient harm. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse replaced the blower and motor controller pcb board to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Event date: (B)(6) 2014. Received by MFR date: 10/14/2014. Conclusion / root cause: the motor controller (mc) pcba and blower assembly was tested and no failures were identified. The 1122 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).